Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no physical or visual discrepancies with the device. The returned device was tested using a known good compatible wand, which revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors that can lead to arcing issue include: 1. There may have been a loose cable connection between the returned controller and the device, which could cause the arc across the port connector. 2. There may have been a loose power connection or interference between other devices. 3. There could have been a power surge to the controller could have cause arc. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when plugged in the wand there was an arc and it blew a portion of the wand. (The wand was no longer being recognized. The wand led extinguished and the number in the coblate window returned to 0 and the increase/decrease buttons no longer responded). The coag side remained the same and the increase/decrease buttons worked. No case involved.